Manufacturer narrative:
(B)(4). Although the monitor alarmed with a high priority alarm, the customer feels that the rhythm analysis was incorrect. Based upon this ECG analysis, it was reported that the patient was misdiagnosed. The patient was 6 hours post op cardiac surgery and a pacemaker was in place. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
Although the monitor alarmed with a high priority alarm, the customer feels that the rhythm analysis was incorrect.